Manufacturer narrative:
Pump¿s history and trace files downloaded partially using thump software. Unable to generate power management graph due to partial download of the pump's history/trace files. Pump passed self test, active current measurement, and sleep current measurement however, constant pump error 43 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. No pump error 46 alarms noted during testing or noted in the pump history. Pump was monitored and no frozen screen anomaly noted. However, pump error 43 confirmed in the pump history/trace files on (B)(6) 2023 at 20:47:55.000. No pump error 23 alarms noted during testing however, noted in the pump history/trace files on (B)(6) 2023 at 21:36:52.000. No pump error 68 alarms noted during testing however, noted in the pump history/trace files on (B)(6) 2023 at 21:36:17.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor and the pcba 1/pcba 2 boards. Unit tested outside the pump and received pump error 43 at rewind. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Frozen screen anomaly not confirmed. Pump error 46 not confirmed during testing or noted in the pump history/trace files. However, unexpected pump error 23 and pump error 68 alarms confirmed in the pump history on (B)(6) 2023 as a consequence of pump error 43 alarms. Constant pump error 43 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Moisture exposure confirmed on the motor/pcba 1/pcba 2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code of post-reset ram crc alarm (pump error 23), the watchdog test during self test failed (pump error 46), trace pointers are invalid (pump error 68). Troubleshooting was performed. The customer was unable to clear the alarm and was unable to complete pump rewind. The customer also reports of having a frozen screen. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.